Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during preparation for use and before the patient was in the room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.